Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 212 mg/dl back to back with a result of 33 mg/dl on the voicemate advantage system when testing was performed within 10 minutes. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemia symptoms during the time of testing. Reporter stated that she took her normal dose of 2.5 mg of glipizide. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.